Event description:
In 2002, the patient was implanted with a vented electric left ventricular assist device (lvad). One yr later, vad coordinator contacted the manufacturer reporting that two days prior, patient had experienced an audible intermittent alarm and was unable to see a visual alarm. Three days later the patient was again having an intermittent red heart alarm and also experienced another intermittent red heart alarm the next day. The patient then was hooked up to a system monitor, and the alarm status showed a last alarm code of low beat rate. The hospital sent motor waveforms to the manufacturer for analysis. This patient remains ongoing as a destination therapy patient.